Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the preparation for the surgery, it was found that the product looked like exploded inside of the sterile tray when the nurse opened this product's outer box. Therefore, the nurse prepared an alternative same product for the surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record for 00515048201, lot number z000009909, identified no relevant deviations or anomalies. Product examination found that the battery pack had ruptured. The sterile packaging was still sealed. This complaint is confirmed. Although the reported event of a short circuit of the unit was confirmed during inspection of the device, it cannot be determined from the information provided what caused the short circuit. Therefore, the root cause could not be determined. An action was created to address the length of the wires inside the battery pack in order to eliminate the need to fold them, reducing the likelihood of a short circuit. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.